Event description:
During use in a shoulder procedure, while inserting the anchor, the suture broke. It was reported that the surgery was successfully completed, and that there was no patient injury or complications. In addition, it was reported that nothing broke off inside the body. However, because it could not be determined if the anchor remained in the bone, this incident has been determined to be reportable.